Manufacturer narrative:
The device is not available for eval as it is still implanted. If additional info is provided, the eval results will be submitted in a supplemental report.

Event description:
It was reported that, "the pt dislocated (B)(6) 2011 and underwent an additional procedure/manipulation to put the hip back into place. The pt is having difficulties lifting her leg to put shoes on or pick anything off the floor. She is only feeling pain with certain movements/rotation of the leg. She is wearing a splint, and using a walker and/or crutch."